Event description:
Patient underwent total hip replacement. Post-op x-rays indicated dislocation. Patient was revised from a neutral femoral head to a +7 femoral head, and the acetabular shell was reseated.